Event description:
Customer using accu-chek advantage system. Customer reports back to back testing within 5 minuts on the same meter with results of 121 mg/dl and approximately 321mg/dl. Location of testing not provided. No quality controls were run. A request was made for return of the suspect product and a replacement was sent. Accu-chek advantage system: accu-chek comfort curve test strips lot# 549083, exp date: 06/30/2007.

Manufacturer narrative:
The suspect product is comfort curve test strips.